Event description:
It was reported the pt's garage door closed, and car alarm went off as he walked by them. Following the event, the neurostimulator was not responding to the programmer and the pt lost stimulation. The pt was reported to be at home in fair condition. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
See scanned page.